Manufacturer narrative:
The reported event for no ipg communication was confirmed. As received, the ipg was running the service application software. This condition is consistent with electrocautery use during surgery. Per event details, the ipg no longer communicated following an ipg replacement procedure. There is guidance in the clinicians manual regarding proper handling of the device when using electrocautery.

Event description:
It was reported during an ipg replacement (mrn: 3006705815-2024-09482) the ipg was placed in service mode prior to surgery. The physician did use electrocautery during the procedure and not during closing. In post-op, rep was trying to connect to the patient's pc and they see the message "generator is not responding." Rep tried to connect on their cp, and they can find the ipg and see that it is green and unlocked. When rep tries to connect, they get the message "ipg repair attempted" and a countdown from 30. Cp logs confirmed the ipg in service mode.